Event description:
Customer reported that the patient presented with a loose screw at the retained implant and crown site location #4. The crown was put back in.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Pt info: unknown / not provided. It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One (1) unknown screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification or inadequate treatment planning, misunderstood or overlooked instructions for use. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device was not returned.

Event description:
No additional event information received at the time of this report.